Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on bus. The field service engineer powered down station and then reseated the row board connection on drawer controller board to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer 2-2 was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.